Manufacturer narrative:
Concomitant product: product ID 8709, lot # j11018r31, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
Information was receiving from a consumer via a company representative regarding a patient receiving unknown intrathecal medication via an implanted pump. The pump's indication for use (IFU) was listed as head/brain injury and intractable spasticity. The patient had constant urinary tract infections because of the device and because of that had the pump removed. If additional information is received, a follow-up report will be sent